Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving remodulin at a concentration of 10 mg/ml and a dose of 12.883 mg/day via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient had worsening of pulmonary arterial hypertension (pah) as shown by relevant test results. Initially, the patient's residual expected volume (erv) and the actual reservoir volume (arv) matched within 1ml. The patient's had volume discrepancies at every pump refill since the pump was implanted. On (B)(6) 2012, the patient had an erv of 6.2 ml and an arv of 7ml. On (B)(6) 2013, the patient had an erv of 11.8 ml and an arv of 13ml. On (B)(6) 2013, the patient had an erv of 5.3 ml and an arv of 8 ml. On (B)(6) 2014, the patient had an erv of 1.4 ml and an arv of 6 ml. On (B)(6) 2014, the patient had an erv of 4 ml and an arv of 10 ml. On (B)(6) 2015, the patient had an erv of 13 ml and an arv of 18 ml. On (B)(6) 2015, the patient had an erv of 4 ml and an arv of 11 ml. On (B)(6) 2016, the patient had an erv of 13.1 ml and an arv of 18.3 ml. On (B)(6) 2016, the patient had an erv of 6.7 ml and an arv of 13 ml. On (B)(6) 2016, the patient had an erv of 7 ml and an arv of 14.1 ml. After the last volume discrepancy the calculated delivered dose was about 103 ng/kg/min. The patient's dose was increased from 12.883 mg/day to 13.363 mg/day on (B)(6) 2016 and again increased to 13.783 mg/day on (B)(6) 2016 to achieve a delivered dose of 128 ng/kg/min. The patient's b-type natriuretic peptide (bnp) changed from 100 to 346 and their 6 minute walk distance decreased from 480 meters to 395 meters. It was unclear if this represents a progression of the pah or if the significant dose difference between delivered and expected dose caused the decline of her pah but was most likely due to the volume discrepancies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient underwent a system modification procedure on (B)(6) 2017 due to ¿low pump accuracy ratio.¿ during the system modification, the pump was explanted and replaced with an 8637-40. This was noted as surgical/invasive treatment. The event was determined to be related to the pump, and not related to the catheter. The event was noted as serious and a serious adverse device effect.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the investigator had classified the event as a serious adverse event.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.